Manufacturer narrative:
Generic part number reported. (B)(4). No further information was provided. (B)(6).

Event description:
Information was received indicating that upon opening a smiths medical portex® cuffed blue line ultra® suctionaid endotracheal tube the suction line edges were noted to be protruding and that it might touch the tracheostomy aperture. There were no reported adverse effects.